Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. The insulin pump functioned properly. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had a corroded battery cap contact, scratched lcd window, cracked reservoir tube lip, and missing end cap sticker. No missing segments noted during testing. However bleeding lcd glass was noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had display anomaly and keypad anomaly. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.